Event description:
Nine months after implants rptr began a 4-5 year problem with pain in major muscles in her arms and legs. The pain has now subsided. Also about a year and a half after implants she began having neurological pain and tingling in toes, the back, and hands along with the muscular pain. First dr said she had peripheral neuropathy. The neurologist disagreed. She has carpal tunnel syndrome of both hands. Release done on right. She wears a brace on left at night. Carpal tunnel release helped right hand. In 1993 the neurologist sent her to a physical therapist and the therapy has helped the tingling somewhat. She knows that her problems may not be related to the implants.